Event description:
During esophagogastroduodenoscopy (egd) procedure to control hemorrhage, the physician requested the utilization of hemoclips. After deploying the first hemoclip successfully, the 2nd clip was difficult to expose from the sheath after exiting from the distal end of the scope. Upon exiting the sheath, the hemoclip was non-functional. The clip was removed from the scope and replaced with another hemoclip that successfully deployed.